Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from norway filed a complaint when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system when compared to the results generated by the bd max and ceegene assays. Review of the data identified 5 false positive results for flu b target. According to the customer all five samples tested on the liat® system generated flu b positive, the same five samples tests were repeated using bd max and ceegene assays were negative. Although requested, it could not be confirmed on how many repeats were performed with the same samples since no data was provided on the competitor¿s systems. The negative results were reported to the patients and medical personnel, and no harm is alleged. The customer indicated that they used nasopharynx samples with eswab¿ 481c collection kits. As the collection media is only 1 ml, this is an off-label collection kit. The method sheet states: specimen collection must be performed using the recommended swab types. Inadequate or inappropriate sample collection, storage, and transport may yield incorrect or invalid test results. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance five (5) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
The instrument was retuned to (B)(4) for repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).